Manufacturer narrative:
This MDR "2937094-2016-00379" is a duplicated of "MFR 2937094-2016-00333" submitted march 30, 2016.

Event description:
It was reported that when beginning a prostate procedure, the surgical fiber would not work / would not emit light (0 joules used). The case was completed using an alternate procedure (turp). Patient outcome: "no injury."